Manufacturer narrative:
A ge service rep performed an on site investigation. The snubber board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a saturation fault display. This message will result in a system lockup situation. There are no reports of patient injury or death associated with this event.